Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not closed. A field service engineer (fse) found that main half height drawer 3.2 would not open, powered down the pyxis, identified a broken bullet and a missing magnet on the inseparable, and replaced them without resolution. The latch sensor, drawer sensor, retractor band, and t-board were then replaced, but the drawer still did not open and hardware test application (hta) did not show a green light. During follow-up, hta was rerun and confirmed that main drawer 3.2 was operating successfully. The customer tested the drawer, completed inventory, and verified normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer did not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.